Manufacturer narrative:
Investigation summary: an internal complaint (B)(4) was received for a custom angiography kit (part number 89-9920, lot 47018603) that contained a defective syringe. The syringe contained a burr that led to a hospital employee sustaining a minor injury. Representative samples of the syringe were returned to deroyal for evaluation. The actual defective sample was discarded by the end user. The representative samples did contain small burrs; however, the complaint investigator found these burrs were not sharp enough to break skin as reported in the initial complaint. The complaint investigator reviewed the work order for the reported lot for discrepancies that may have contributed to the reported event. No discrepancies were identified. The bill of materials for the finished kit was reviewed and raw material (B)(4) was identified as the defective syringe. This syringe is supplied to (B)(4) by (B)(4). A review of the 2016-2018 supplier corrective action requests (scar) and supplier notification letters showed similar complaints for this syringe. Therefore, a scar was issued to (B)(4). The representative samples of the defective syringe also were forwarded to the manufacturer for review. As of the date of this report, a response has not been received. The investigation is ongoing at this time. When new and critical information is received, this report will be updated.

Event description:
An employee was injured from burrs on the plunger wings of a syringe. The burr ripped through two pairs of gloves and cut the skin.

Manufacturer narrative:
Root cause: the syringe is supplied to deroyal by becton-dickinson. Therefore, a supplier corrective action request was issued. The vendor responded to the scar indicating the root cause was a poor gate freeze on the mold and/or the gate not shearing and pulling the gate stub out of the cold gate area on the mold. Corrective action: the supplier reported the probe seals in the mold were replaced and inspections at the molding process are performed every two hours. Investigation summary: an internal complaint: (B)(4) was received for a custom angiography kit (part number: 89-9920, lot: 47018603) that contained a defective syringe. The syringe contained a burr that led to a hospital employee sustaining a minor injury. Representative samples of the syringe were returned to deroyal for evaluation. The actual defective sample was discarded by the end user. The representative samples did contain small burrs; however, the complaint investigator found these burrs were not sharp enough to break skin as reported in the initial complaint. The complaint investigator reviewed the work order for the reported lot for discrepancies that may have contributed to the reported event. No discrepancies were identified. The bill of materials for the finished kit was reviewed and raw material 5-20057 was identified as the defective syringe. This syringe is supplied to deroyal by becton-dickinson. A review of the 2016-2018 supplier corrective action requests (scar) and supplier notification letters showed similar complaints for this syringe. Therefore, a scar was issued to becton-dickinson. The representative samples of the defective syringe also were forwarded to the manufacturer for review. A response from the supplier has been received. Deroyal will continue to monitor post market feedback and will recognize in the future if the issue reoccurs. Preventive action: a preventive action has not been taken. The investigation is complete at this time. If new and critical information is received, this report will be updated.

Event description:
An employee was injured from burrs on the plunger wings of a syringe. The burr ripped through two pairs of gloves and cut the skin.